Event description:
The adapter knob was malfunctioning and would not deflate the occlusion balloon. The physician inserted the occlusion balloon wire into the pt and inflated the occlusion balloon to occlude the vessel. The physician inserted the stent delivery catheter and placed the stent. The physician removed the stent delivery catheter and inserted the aspiration catheter and aspirated the particulate from the vessel. The physician removed the aspiration catheter and attempted to deflate the occlusion balloon and could not deflate the occlusion balloon because the gray knob on the adapter was malfunctioning. The physician used another adapter and was able to deflate the balloon.